Event description:
It was reported that the patient had the artificial urinary sphincter removed due to continued incontinence following activation of the device. The pump was able to complete a cycle of filling and emptying, but the cuff was not able to inflate. Prior to surgery, a cystoscopy was performed to verify whether the cuff was closing and an ultrasound was performed to check for liquid in the reservoir. The pump was activated and deactivated several times but did not close although the pump was able to complete the cycle. The chronic device removed and a new aus was implanted. The patient is expected to fully recover.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported mechanical issue and recurring incontinence was unable to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male ous, bsc. Urinary incontinence (positional/recurrent) is included as a potential adverse event in the product labeling. Additionally, the reported events do not contain an allegation against the labeling. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities that would affect the functionality of the cuff component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the kink resistant tubing (krt). The pump passed functional testing and performed within product specifications. Investigation conclusion: based on this investigation a clear probable cause for the event was not established. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU), therefore, the conclusion code of known inherent risk of device has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to continued incontinence following activation of the device. The pump was able to complete a cycle of filling and emptying, but the cuff was not able to inflate. Prior to surgery, a cystoscopy was performed to verify whether the cuff was closing and an ultrasound was performed to check for liquid in the reservoir. The pump was activated and deactivated several times but did not close although the pump was able to complete the cycle. The chronic device removed and a new aus was implanted. The patient is expected to fully recover.